Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The ball and socket knob tightened the double ball and socket assembly securely. The headset lower slide hex bar and upper hex bars that attach to their respective ball assemblies were screwed in and secure. The wing knob that secures the headset forward slide collar tightened properly. The headset vertical adjustment secured the headset slide hex bar securely to the frame. No adhesive issues were noted. Everything was tightened and secured. The headset assembly functioned as designed. No problem was found. The reported complaint was not verified. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include issues during setup of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an shoulder arthroscopy, a t-max ii shoulder exposure positioner´s head piece detached from the octagon shaped rod that connects the gold ball, and therefore, it was swiveling mid case, meaning that the top ball and the glued in octagon shaped joint coming out of the ball came loose. Surgery continued without any delay, with part of the surgery staff holding the head of the device for around 20 to 30 minutes, however a back-up device was reported to be available as well. No further complications were reported.